Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of a high drain 105/call pd nurse alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain alarm. The patient was not connected at the time of the alarm. The alarm occurred after homechoice use, during the initial drain of the next therapy. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient had an ultrafiltration of 2425 ml in their previous cycle of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.